Event description:
In 2006, the patient's mother took her son's blood glucose using her meter and got a high reading. The actual reading value was not stated. The patient was brought to the hospital where they got a reading of >500 mg/dl from the pcx meter and 86 mg/dl from the lab. The patient was admitted to the ICU based on the pcx meter reading. The caller did not report the patient's symptoms, hospital diagnosis or treatment provided before or after the patient was brought to the hospital.